Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, baxter cannot determine the root cause. Since the lot number is available, a batch review will be performed. If additional information becomes available, a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm which occurred on home choice (hc) during the initial drain. The baxter technical service representative (tsr) explained to the home patient (hp) that air had entered the setup. The tsr had the hp recycle power. The tsr advised the hp to start over with new supplies. Product surveillance spoke with the hp on (B)(6) 2011 regarding the alarm. The hp did not see anything unusual with the supplies. The hp notified her nurse and has resumed therapy. No patient injury or medical intervention was reported.